Event description:
It was reported the screws on the left side of the 66550 rollator have come loose. The left side of the rollator does not stay level and telescopes down during use. As a result, the patient has fallen and sustaining injuries to her legs and ankles. The patient sought medical treatment for her injuries. She was prescribed a course of antibiotics (keflex); however, as a result of other medical conditions, the wounds are taking longer than expected to heal. Attempts to obtain additional information from the patient regarding her recovery and subsequent medical treatment have been unsuccessful. No further patient complications were reported as a result of this event.